Event description:
An alaris ready med elastomeric infusion device was filled with vancomycin 2 gm/250 ml and delivered to pt for home IV use. The pt reported the outer sheath of the "balloon" cracked and broke off in pieces while the inner sheath remained intact. Pt did not use. Replaced dose.